Event description:
The following information was reported: a mynxgrip (6f/7f) vascular closure device was deployed following a coronary interventional procedure. The patient developed a retroperitoneal bleed while in recovery. The patient was given 2 pints of blood, fluids and manual compression was applied for approximately 45 minutes. The patient was hospitalized for reasons unrelated to the mynx.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. (B)(4). Pi number is unknown as the lot number was not provided.